Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an "er5" while attempting to do a blood glucose test using his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9am. He stated that he manages his diabetes with novolog insulin (self adjuster) and due to the alleged issue denied making any changes to his regular treatment. The patient also denied developing any symptoms due to the alleged issue. On (B)(6) 2011, at 10am, he reportedly self treated with novolog 1-2u of novolog. The patient claimed that he attempted to test with another device and got the same "er5" warning. During the initial call with customer service, the agent noted that although, the patient was using the correct unexpired test strips, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing any symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.